Event description:
Literature report of pt treated for neck and head pain with intrathecal opiods who developed sudden paralysis of their lower extremities. MRI revealed an extrinsic mass at t5 that was surgically removed. All cultures were negative for aerobic and anaerobic bacteria, virus and fungus. Postoperatively, pt regained neurological function except for some numbness in arms and legs. Neck pain is controlled with oral methadone.